Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218300 model: sc-2218-30 serial: (B)(6) batch: 15311239. Product family: scs-extension upn: m365sc3138550 model: sc-3138-55 serial: (B)(6) batch: 14736198.

Event description:
It was reported that the patient was hospitalized to check the spinal cord stimulation (scs) system. High impedance measurements were observed, and the device was reprogrammed. The patient was discharged from the hospital and the physician is taking a wait and see approach.